Manufacturer narrative:
Qn# (B)(4). A device history record review was performed on the epidural kit with no relevant findings. Visual inspection could not be performed as no sample was returned by the customer for investigation. The customer provided a photo; however, the photo could not confirm the complaint. A corrective action is not required at this time as a potential root cause could not be determined based upon the information provided and without a sample. Complaint verification testing could not be performed as no sample was provided for analysis. The customer did provide a photo; however, the photo could not confirm the complaint. A device history record review was performed on the epidural kit with no evidence to suggest a manufacturing related cause. Therefore, the potential cause of the broken ampules could not be determined based upon the information provided and without a sample.

Event description:
It was reported that there was a broken vial when the kit was opened.

Manufacturer narrative:
(B)(4). The kit has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that there was a broken vial when the kit was opened.